Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous mid left anterior descending artery. The quantum maverick balloon catheter was being used for pre-dilation of the artery. Upon the first inflation at 10 atms for five seconds, a balloon rupture occurred. The device was removed and the procedure was completed with another quantum maverick balloon catheter. There were no patient injuries or complications reported. The patient status is listed as 'good'.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous mid left anterior descending artery. The quantum maverick balloon catheter was being used for pre-dilation of the artery. Upon the first inflation at 10 atms for five seconds, a balloon rupture occurred. The device was removed and the procedure was completed with another quantum maverick balloon catheter. There were no patient injuries or complications reported. The patient status is listed as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination of the returned device revealed a balloon pinhole in the balloon wall located near the distal edge of the proximal markerband. The area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material or with the ro markers that could have contributed to the burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)